Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+2.0/093 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting and the problem was resolved. The patient is in good condtion. The cause of the event was unknown. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d2: common device name: phakic toric intraocular lens, product code: qcb. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).